Event description:
It was reported that a patient presented with an infection on the system, which was found to have infected the heart valve with possible endocarditis and lead vegetation. The patient also experienced fever. The system was explanted on (B)(6) 2025. No further adverse patient consequences were reported.